Event description:
The patient experienced a return in symptoms. The patient and the physician had noticed that the residual volume discrepancies had been getting greater at each refill session. The volume discrepancies however, were within acceptable specifications at the time of this report. The patient had an increased need for oral medications as well. Two catheter dye studies were done and a roller study; both were "fine." The physician planned to possibly explant the device system since they were unsure of where the issue was. The medication being delivered via the device system was morphine sulfate. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).